Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of sample. There was no reported patient impact. The following information was provided by the initial reporter: upon centrifugation, customer notices that she samples was not separated properly. The red cells was below the plasma with no pbmc.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier formation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier formation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the retention lot samples. Evaluation of both retain and control samples tested were acceptable based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided. H3 other text : see h.10.

Event description:
It was reported that after centrifugation with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of sample. There was no reported patient impact. The following information was provided by the initial reporter: upon centrifugation, customer notices that she samples was not separated properly. The red cells was below the plasma with no pbmc.